Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) monitors drop off the central nurse's station (cns). This began happening after an nk project to re-ip their network. He said that the issue is different on the bedsides that do drop. Some will show admit when there is a patient already admitted. Some will show numeric only and no vitals. Some beds will completely go away. To resolve the issue, they just reboot the bedside monitor, and it comes back on the cns without any issues. This has happened twice so far. No patient harm was reported. Investigation conclusion: nihon kohden computer information technology systems support (cits) engineer reviewed the cns logs and confirmed that the cns had failed to monitor bsm multiple times. It was found that the cns was not in the same host table as the bsm and that the cns sent the monitoring request to the bsm, but it was not received by the bsm, and the request had timed out. The cause of the issue was found to be a network communication issue between the cns and bsm due to software version incompatibility with network expansion from the bsm's end. The network expansion program enables communication between devices on different segments and subnets. Issues where network expansion was enabled and bsm-3000/6000s on different segments could not be monitored have been addressed in bsm-3000/6000 software version 08-92 and above. The customer has been working with nk to upgrade the software on their bsms. Nk cits reviewed cns data from the customer on (B)(6) 2023 and confirmed that the issue was resolved. Review of the complaint device's serial number does not show recurrence of this issue. Review of the customer's complaint history showed similar complaints of bsms dropping from the cns under tickets (B)(4) which were investigated by nihon kohden corporation and found to be due to local network environment issues while using wlan transport with the bsm-1700, and this issue is being addressed through a software update for the bsm-1700 in version 02-68. Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6. B6 - b7. D10 concomitant medical device. Attempt #1 06/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. The customer responded back with complaint details, but they did not know the patient and additional device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) monitors drop off the central nurse's station (cns). This began happening after an nk project to re-ip their network. He said that the issue is different on the bedsides that do drop. Some will show admit when there is a patient already admitted. Some will show numeric only and no vitals. Some beds will completely go away. To resolve the issue, they just reboot the bedside monitor, and it comes back on the cns without any issues. This has happened twice so far. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) monitors drop off the central nurse's station (cns). This began happening after an nk project to re-ip their network. He said that the issue is different on the bedsides that do drop. Some will show admit when there is a patient already admitted. Some will show numeric only and no vitals. Some beds will completely go away. To resolve the issue, they just reboot the bedside monitor, and it comes back on the cns without any issues. This has happened twice so far. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) monitors drop off the central nurse's station (cns). This began happening after an nk project to re-ip their network. He said that the issue is different on the bedsides that do drop. Some will show admit when there is a patient already admitted. Some will show numeric only and no vitals. Some beds will completely go away. To resolve the issue, they just reboot the bedside monitor, and it comes back on the cns without any issues. This has happened twice so far. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration g4 device bla number the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: 06/01/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. The customer responded back with complaint details, but they did not know the patient and additional device information.